Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-02394 and 9616099-2007-02395. A review of manufacturing records revealed that this lot of products met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the study. A dissection occurred during the procedure and the patient had a non q-wave mi the day after the procedure. The patient was a male and a current smoker. No other relevant medical history was noted. Medications at baseline were aspirin, clopidogrel, and ace inhibitors. The extent of disease was 2 vessels, the distal circumflex (cfx) and the proximal left anterior descending artery (lad). The indication for the index procedure was unstable angina pectoris. Medications at the time of the intervention were aspirin, clopidogrel, and unfractionated heparin. Cardiac enzymes prior to the procedure were normal. The cfx was 3 mm in diameter and the lesion length was 10mm. Pre-procedure stenosis was 90%. The lesion was de novo and classified as a. A 6f guide catheter was used. The lesion was not pre-dilated. A cra13300 was deployed at 12 atm. Post-procedure stenosis was 0%. The lad was 3 mm in diameter and the lesion was 16mm long. Pre-procedure stenosis was 80%. The lesion was de novo and a b1 classification. The lesion was not pre-dilated. Two stents were implanted. A cra 18300 deployed at 12 atm. A cra23300 was deployed at 12 atm. A type a dissection occurred during the procedure. It is not clear which of the stents caused the dissection. Post-procedure stenosis was 0%. Ivus was not used during the procedure. The day after the procedure, the patient had a non-q wave myocardial infarction (mi). The location is undetermined. Peak ck was normal, peak ck-mb was not done and troponin was 5 times the upper normal level (unl). There is no evidence of stent thrombosis. The mi did not require CABG or re pci. The patient was discharged 2 days later. Medications at discharge were aspirin, clopidogrel, statins, and ace inhibitors. The patient was followed up a month later and had no symptoms of angina. All medications were ongoing and uninterrupted.